Event description:
Info received indicates fluid ingress onto the motor control board from the pt soiling the bed.

Manufacturer narrative:
The tech replaced the motor control board and the sound dampener to repair the bed.